Manufacturer narrative:
D9. Device available for evaluation? Yes returned to manufacturer on: 12-may-2023 h6. Investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2251073 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples from batch 2251073 (10 tubes) were available for inspection. Media did appear trace hazy/hazy in 10/10 retention samples. As stated in the IFU for material 221788 (available on bd.com/e-labeling), this media should be reduced by boiling prior to use. For investigation two tubes were boiled. After boiling, the media cleared to a medium yellow. For further investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degrees celsius, and the one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth or change in media color and clarity in 2/2 incubated retention tubes. A gram stain was performed on one retention tube and no organisms were recovered. One retention tube was also plated onto tsa 5% sheep blood agar and no organisms were recovered. Five photos were received to assist with the investigation: ¿ the first photo shows 74 tubes in a tube rack. ¿ the second photo shows two partial tubes from batch 2251073. The media can be partial seen in the photo. The media does appear medium yellow and hazy. ¿ the third, fourth, and fifth photos show the bottom half of two partial tubes. The media does appear medium yellow and hazy with particles. Returns were received to assist with the investigation. Seventy-four tubes from batch 2251073 were received in a tube rack inside of a plastic bag with bubble wrap and a styrofoam cushion inside of a medium shipping box. All 74/74 tubes received were medium yellow and hazy. All 74/74 returned tubes were incubated at 33-37-degrees celsius. At the end of a seven-day incubation period there was no change in the media color and clarity. A gram stain was performed on one returned tube and gnr¿s were observed under the microscope. One tube was also plated on tsa 5% sheep blood agar and no organism were recovered. This complaint can be confirmed based on the evidence from the return samples provided for non-viables. Bd has identified a complaint trend for hazy media due to the presence of non-viables for this product. Bd will continue to trend complaints for contamination. As stated in the IFU for material 221788 (available on bd.com/e-labeling), this media should be reduced by boiling prior to use. See h10.

Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that there was contamination. The following information was provided by the initial reporter this is a report about contamination. Before usage, the customer found that the media was contaminated with bacteria.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that there was contamination. The following information was provided by the initial reporter this is a report about contamination. Before usage, the customer found that the media was contaminated with bacteria.